Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. The lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens.-lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 13.2mm micl13.2 implantable collamer lens, -10.0 diopter, he had trouble "folding the lens with the cartridge." This occurred on (B)(6) 2019. There was no patient contact with the lens. Reporter states the lens "wouldn't fold like usual" and the surgeon "didn't want to run into any issues."